Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148963.

Event description:
Voluntary medwatch received states that patient's lead exhibited noise oversensing. Pacing inhibition was also noted. Patient experienced dizziness. Programming changes were made. There were no patient consequences,